Manufacturer narrative:
(B)(4). The returned flexima biliary delivery system was analyzed, and a visual evaluation noted that the guide catheter was completely removed from the delivery system. The guide catheter was stretched and broken at the proximal section; also, it was kinked/bent in several locations .this condition could have caused issues to deploy the stent properly. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and integrity. Handling and manipulation of the device during its use can lead the guide catheter to be kinked/bent. This condition can cause friction between the components at kinked/bent areas in the catheter and continued attempts to release the stent or force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breaking. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a biliary stent placement in the bile duct performed on (B)(6) 2021. During the procedure, when attempted to release the stent, the guide catheter became stretched and the stent could not be released. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the guide catheter detached/separated; therefore this event has been deemed an MDR reportable event.